Event description:
During a rectum procedure, the device produced an incomplete staple line. The instrument was used with the initial cartridge. A new instrument was used to complete the procedure. There was no pt consequence.